Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose of 424mg/dl, and he has treated with the insulin pump and manual injections. Troubleshooting was performed. Reviewed the programming and found the auto-off alarms for every two hours. Ran a fixed prime test and passed. Performed the high pressure test and the test failed twice. Assisted the customer to complete the infusion set change. The customer mentioned that the cannula was bent. During the call, it was found that the customer is prefilling the reservoirs. The customer stated that he has a hard time with his fingers and has neuropathy. The customer also stated that he has recently began a new pain medication. The customer stated that he does not replace the infusion set at least every three days. Advised the customer to only use the infusion sets three days. No further info was provided.